Event description:
It was reported that a right ventricular (rv) lead warning occurred. Rv lead impedance decreased from 1000 ohms bipolar to 299 ohms bipolar. The unipolar pacing impedance was higher than bipolar lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.